Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 30 minutes. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The 6f-7f mynxgrip vascular closure device was prepped and used according to IFU instructions. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. The mynx device was used in a percutaneous coronary procedure. The vessel type was arterial. There was little tortuosity, and the sick location was in the common femoral artery. The patient recovered after the event. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. It was reported that ¿the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out of the skin.¿ however, the sealant sleeve, sealant and advancer tube were observed to have remained in the manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The syringe and procedural sheath were not returned with the device. The device was inspected, and no visual damages or anomalies that may have contributed to the reported failure were observed. Per functional analysis, the shuttle down procedure was simulated to verify the returned device functionality. The sealant was deployed, and the advancer tube was properly engaged to proximal tamp lock. The returned device performed as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant misdeployment-partial¿ was not confirmed during analysis of the returned device. The device performed as intended during functional analysis of the device. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, instructs user to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot#f1906004 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 30 minutes. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The 6f-7f mynxgrip vascular closure device was prepped and used according to IFU instructions. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. The mynx device was used in a percutaneous coronary procedure. The vessel type was arterial. There was little tortuosity, and the sick location was in the common femoral artery. The patient recovered after the event. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device will be returned for evaluation.